Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips are not closing all the way. The malformed clips were removed and the same device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Malformed clip. Evaluation summary: the analysis results of the er320 found that the device was received with one clip in the jaws. It was cycled, fed and formed two conforming clips and three class iii scissoring clips. Then, the device locked out. It could not be determined what may have caused the damage found. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.